Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the "on" switch of the battery oscillator device would only work one way. The reporter was unable to identify in which direction the device would not work. It was reported that there was a three to four minute delay in the procedure due to the event as an unspecified spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit was found to work with the switch in only one ¿on¿ positon and runs in the lock position. It was further noted that the thrust disc was displaced on the set screw, which makes it difficult to attach saw blades. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.